Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and treated with an unspecified medication for the event. Pd therapy was ongoing. The cause of the event and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis occurred on an unreported date in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.